Event description:
Patient had a failed spinal cord stimulator put in. "They put it in unfortunately with it going down my leg and not up my back". Patient did not specify manufacturer and did not allege the manufacturer to be (B)(6) as the patient specifically noted their pain pump to be (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).